Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 69240 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® edta 2k embedded fm was in the tube.

Manufacturer narrative:
PMA / 510(k)#: is corrected to k981013. Medical device type is corrected to jka.

Manufacturer narrative:
Date received by manufacturer corrected to 11/02/2016.

Event description:
It was reported that the bd vacutainer® edta 2k had fm embedded in the tube. No serious injury or medical intervention.

Manufacturer narrative:
Event or problem description is changed to it was reported that the bd vacutainer® edta 2k had fm embedded in the tube. No serious injury or medical intervention. Medical device brand name is changed to bd vacutainer® edta 2k.